Manufacturer narrative:
Results: failure to deliver and stent deformation. Lesion morphology. 80-90% stenosis and severe calcification. Deformation problem. Conclusions: lesion morphology. 80-90% stenosis and severe calcification. Failure to deliver and stent deformation. (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a severely calcified lesion in the lad with 90% stenosis but the device could not cross. Device was removed. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st and 2nd distal segments were raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)